Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was used. On the pt's right side underneath the arm where the drains touched her skin, a blister occurred. The blister measured approx 1/2 inch wide and 1 and 1/2 inches long. The drain remained in place for 2 and 1/2 weeks. The drain was removed and within less than 12 hours, the pt had a temperature and chills. The pt followed up with the surgeon the next day and was started on antibiotic therapy on a friday. The following tuesday, pt was admitted to the hospital and was started on IV antibiotics. On wednesday, the pt was not improving and was taken to surgery to have expanders removed. Cultures were taken which revealed a (B)(6) infection. The pt has seen an allergist due to the reaction.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (c) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After further follow up with the sales representative, the analysis findings for device c actually belong to a different complaint; supplemental medwatch # 3005075853-2010-06937.

Event description:
It was reported that during an unknown procedure, the trocar was leaking. No adverse consequences reported. There are no details available.